Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) reproduced the issue and replaced power module ((B)(4)) on-site, the equipment was tested and is now usable.

Event description:
It was reported by the customer that during routine check the cs100 intra-aortic balloon pump(iabp) equipment battery could not be charged. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6) due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.